Manufacturer narrative:
(B)(4). Device evaluated by MFR: promus element mr ous 4.00 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. The stent struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. There was a break in the hypotube at approximately 220mm distal from the distal end of the strain relief. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 06-may-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly calcified proximal right coronary artery (rca) to tortuous mid rca. After predilatation was performed with a semi compliant balloon catheter, a 4.00x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.